Event description:
The incident was initially reported to the manufacturer by the patient/end user who reported they required medical attention from a hospital facility after using the device. Additional information was provided by the patient's optometrist. It is reported that the patient was experiencing foreign body sensation in the left (os) eye with wateriness and no discharge. The patient was seen by the optometrist on (B)(6) 2022 with two sterile corneal infiltrates nasally, one with a moderately sized epithelial defect. The patient was recommended to use chloromycetin 0.5% from the pharmacy and instructed to return to care if needed. The patient was seen at schu 19 august and caloundra hospital (B)(6) 2022 with complaints of extreme pain and blurred vision. The patient was diagnosed with pseudomonas keratitis, treatments included ocuflox, hylo-forte, maxidex, and chlorsig. The keratitis resolved by (B)(6) 2022 with residual scaring. The user was seen by the optometrist for follow-up care (B)(6) 2022 with a 2mm corneal scar at the 8 o'clock (nasal) position. The optometrist indicates that the patient experienced an infectious corneal ulcer that has fully resolved with a corneal opacity just outside of the central 6mm and a permanent reduction in vision.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Record review found no isssues or nonconformance's, no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Manufacturer narrative:
Device sample was returned 22 november for manufacturer analysis. Investigation identified no issues or nonconformance's and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.